Manufacturer narrative:
Device evaluated by MFR: na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys toxo igm immunoassay on a cobas 6000 e 601 module (serial number (B)(4). No incorrect results were reported outside of the laboratory. The sample initially resulted in a toxo igm value of 2.55 coi (reactive) when tested on the e 601 analyzer. The sample was repeated using the biomeriuex method and the result was negative. The sample was repeated on the e 601 analyzer on (B)(6) 2022, resulting in only a data flag indicating system reagent volume was short. The sample was repeated again on the e 601 analyzer on (B)(6) 2022, resulting in a value of 2.52 coi (reactive). On (B)(6) 2022, the sample was tested with an unknown competitor chemiluminescence assay, resulting in a negative toxo igm value.

Manufacturer narrative:
A sample from the patient was provided for investigation and the result obtained by the customer could be reproduced. It was determined the sample contains an interfering factor against the ruthenium component of the elecsys toxo igm immunoassay. The sample is non-reactive for toxo igg. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to immunological components, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." Based on the specificity claim for the elecsys toxo igm immunoassay, single false positives can occur.